Event description:
It was reported that during testing, it was observed that the bearings were loose and could be visually seen on the craniotome device. During in-house engineering evaluation, it was observed that device failed cutter insertion and had a drilled tip. This event was not related to surgery. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and observed that the device failed cutter insertion and had a drilled tip. It was determined that the device failed cutter insertion due to worn and damaged bearings, which created a situation where the cutter was not able to be inserted. It was determined that the bearings were no longer in axial alignment, which did not allow for the cutter to pass through. It was determined that the tip was drilled due to a failure to follow the directions for use. The burr device was improperly loaded into the device and then installed onto the motor device. Therefore, the burr device did not seat properly in the locking chamber. The device was then forced into position which placed the distal tip of the burr device in compression. At this point, the tip of the burr was in direct contact with the neuro tip of the device. When the motor device was started, the burr drilled into or through the neuro tip. The assignable root cause of the component damage was determined to be due to misuse, abuse, and/or user error. If additional information should become available, a supplemental medwatch report will be submitted accordingly.